Manufacturer narrative:
There were three separate product part numbers containing a total of 6 unique identifying lot numbers that were implanted as part of the zodiac construct. It is unknown which of them was found loose and/or backed out. The hardware/construct is currently being evaluated. A follow up report will be submitted upon completion.

Event description:
An international customer ((B)(6)) reported that approximately a year and a half after implantation x-rays confirmed that the both set screws and polyaxial screws located at the l3 & l4 vertebral bodies had become loose. Revision surgery was conducted to remove the construct originally positioned from the l3 thru l5 on (B)(6) 2014. During the revision surgery a blackening of tissue surrounding the connecting rod was observed. This blackening is thought to be a form of metallosis. The connecting rod is not commercialized within the united stated.

Manufacturer narrative:
An evaluation of the returned construct revealed no manufacturing, processing or design related irregularities. The implants were found to be properly manufactured and released in accordance with the device master record. Zodiac polyaxial screws, set screws, and isobar semi-rigid rods (not commercialized within the USA) were implanted in (B)(6) 2014. A year and a half later, the set screws were noted to have come loose from the polyaxial screws. A reoperation was performed to replace the construct. Since the patient had not fused and the rods used in the construct were semi-rigid (and thus designed to allow motion until fusion occurs), the combination of failed fusion with the presence of dynamic rods resulted in the set screws being exposed to micro-motion for 18 months post op, which could result in set screw back-out.